Event description:
The customer reported that the device did not power up as expected. The users got a white, blank screen. This was found during routine testing of the device and there was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device did not power up as expected. The users got a white, blank screen. This was found during routine testing of the device and there was no pt involvement. The defibrillator was returned to philips. The reported symptom could not be reproduced and the device passed all performance verification testing. We are unable to determine the cause of the reported symptom as it could not be reproduced.